Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient with an implantable cardioverter defibrillator (ICD) system developed sepsis. The patient was hospitalized and treated with antibiotics, and the source of the sepsis was not known. The sepsis was thought to be resolved however the following day the patient developed respiratory failure and was intubated. The decision was made to stop further care. The patient was extubated and placed on hospice. The patient died two days later.